Manufacturer narrative:
Patient data was requested but not provided. The customer technical specialist (cts) advised the customer to rerun controls which voted out on both the wbc and rbc parameters. The cts guided the customer in running the clean baths bleach procedure two times, zapping the apertures two times and priming sweep flow three times resolving the reported issue. The customer then reran the patient samples on the same instrument post troubleshooting recovering correct results. Bec internal identifier - (B)(6).

Event description:
The customer reported recovering high plt results for patient samples run on the ac*t diff 2 instrument. Erroneous results were not reported out of the lab. There was no impact to patient treatment.